Event description:
The customer reported via phone call that the battery life of the insulin pump was not very long. The customer explained that their battery lasted only one week. The customer stated that they used the energizer alkaline battery. The customer had also received an error message that included the word, "motor." The customer's blood glucose was unknown. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.